Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Device is not PMA approved and therefore not reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d.6a, g4, h4, h6. Device is not PMA approved and therefore not reportable.